Manufacturer narrative:
Clinical investigation: there is a temporal relationship between ccpd therapy with the liberty select cycler, the liberty cycler set and the patient¿s adverse event(s) of chills, abdominal discomfort and peritonitis. Per the pdrn causality was attributed to a hole in the pd catheter. Based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal (pd) dialysis patient reported having drain complications, chills and abdominal discomfort. The patient¿s contact checked the lines and stated that there was wetness around the catheter. The pd patient reported feeling cold and abdominal discomfort. Upon further follow up with the peritoneal dialysis nurse (pdrn) it was confirmed that the patient¿s catheter extension had a hole, causing the patient to contract infection. The patient was then hospitalized and diagnosed with peritonitis. The pdrn stated that the patient followed the aseptic technique properly but the hole in the catheter led to the issue. Peritoneal effluent cultures were obtained and the results were positive for pseudomonas. The pdrn reported the patient was treated with antibiotics, however details regarding the drug, dosage, frequency and duration is unknown. The patient continued to perform peritoneal dialysis therapy (pd) therapy while hospitalized, however it is unknown of any fresenius device(s) or product(s) were utilized. The hospital course, discharge disposition and current mode of renal replacement therapy (rrt) is unknown, however the pdrn reported causality was attributed to a hole on the end of the peritoneal dialysis catheter (not a fresenius product). Additional information was requested however at the time of this investigation remains unavailable.